Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm reading was low and there was no bg taken at that time. The patient experienced diabetic ketoacidosis (dka) and was taken to the children's hospital. The patient was hospitalized for 3-4 days. During the hospitalization the patient was treated with insulin. At the time of the report the patient was perfectly fine and at home. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.